Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the proglide device was taken out of the package and it was noted the sutures were sitting outside of the device. In addition, the guide was bent. The device was not used in the patient. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture outside the device¿ was confirmed. The bent guide was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.